Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: on investigation, all the keypad buttons were found to be appropriately responsive. The keypad cover was removed for investigation and revealed no signs of contamination on the contacts of the keypad buttons. There was no damage, defect or contamination of the keypad flex/connector. Investigation did not duplicate the complaint. This report is made under the requirements of the medical device reporting regulations and

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.